Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the physician noticed the sheath was frayed before he attempted to puncture the femoral artery. Another device was used instead to complete the procedure.